Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the return sample and archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 02/12/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
Customer reported: I would like to inform you that during our process we have found syringe without gasket.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. The customer provided pictures and samples of the impacted sol-m 1ml luer lock syringe w/o needle (pp) (bulk, sterile), ref: p180001ppbs, which confirmed the reported issue. The potential root cause may be the occasional blockage of rubber stopper feeding track in the automatic assembly machine and during the inspection process, the inspection operators failed to promptly find and eliminate. The operators and inspectors have been re-trained on isolating and scrapping defective products. Sol millennium will continue to monitor the complaints trend for the reported failure mode and take any corrective action based on our procedures, if a significant pattern emerges.